Event description:
The device was used during a colon resection procedure. Reportedly, the staples did not form properly, the device did not cut, and was difficult to open. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.